Manufacturer narrative:
The analysis was performed based on the submitted information including photos of the device log entries and the replaced vacuum pump. The reported failure of the ventilator could be confirmed by means of the information stored in the log. The log entries indicate that the vacuum pressure that is required to keep the ventilator diaphragm in place was too low. The fabius reacted as specified for this situation as it stopped automatic ventilation and posted a corresponding alarm. In this case fresh gas delivery (incl. Agent) remains available and the patient can be ventilated using the manual breathing bag each fabius is equipped with. The device was checked on-site by a draeger service technician. It was determined that a failure of the vacuum pump was the root cause for the reported event. Consequently, the pump was replaced and was provided for investigation. The pump was examined at the manufacturing site and the reported symptom of a too low vacuum could be reproduced. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The device was tested after replacement of the vacuum pump and was released for use without further problems reported.

Event description:
It was reported that the device posted a ventilator failure alarm. No patient injury reported.

Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Event description:
It was reported that the device posted a ventilator failure alarm. No patient injury reported.